Event description:
Customer was hospitalized with high blood glucose levels and dka. Customer's husband stated that the cannula was crimped and the pump did not alarm no delivery. Husband declined troubleshooting at the time of call to minimed.